Event description:
The user reported that she fell down the stairs on (B)(6) 2021 and abruptly the hearing performance with the device was affected. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user reported that she fell down the stairs on (B)(6) 2021 and abruptly the hearing performance with the device was affected. The user has been re-implanted.

Event description:
The user reported that she fell down the stairs on (B)(6) 2021 and abruptly the hearing performance with the device was affected. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.